Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 5 of 5. Reference manufacturer reports: 1627487-2011-02355, 1627487-2011-02356, 1627487-2011-02357 and 1627487-2011-02358. The pt rec'd his pns system, including four percutaneous leads (of two separate lots), two extensions and an ipg, on (B)(6) 2011. It was reported the entire system was explanted and not replaced due to an infection. A culture of the infected area revealed the infection was a (B)(6). The pt was treated with oral antibiotics. F/u on the pt found no further issues reported.